Event description:
Customer reported that a patient's sample was initially tested in 2007 using tube method and results with lot db259a1, including weak d testing, were negative. A new sample was tested 5 months later using automated gel method with provue and results were positive. Repeat testing with lot db259a1 had positive results with reactivity of 4+. No death or serious injury was associated with this incident.